Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant attempt that the lead signals became low. The lead dislodged several times, despite trying several locations. The lead was removed and the screw mechanism appeared to work properly. As a precaution, a new lead was implanted. No patient complications have been reported as a result of this event.